Event description:
It was reported that the patient presented for follow-up after experiencing dizziness and syncope. The patient also complained of shortness of breath on exertion. Premature battery depletion due to chronic high lv thresholds was observed. The device was explanted and replaced. The patients dizziness was resolved with the device replacement.

Manufacturer narrative:
.